Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, after the right atrial lead was fixed in place, testing via the pacing system analyzer revealed high impedance and noise on the lead when pacing. Lead repositioning did not resolve the issue. The lead was no longer used and a new lead was implanted successfully. No patient symptoms were reported.